Manufacturer narrative:
Analysis of the device found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a device manufacturer representative regarding an implantable infusion pump. It was reported in the pre-op area, the representative interrogated the pump and it came up "shelf state" but had active alarm pending. A back up pump was used. The issue was resolved at the time of this report. It was later reported the alarm was a pre-implant motor stall and recovery. The pump was to be returned. The event did not involve a patient. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.